Manufacturer narrative:
E1: initial reporter facility name:(B)(6). E1: initial reporter address:(B)(6). E1: initial reporter city :(B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak could not be visualized. The customer did provide a diagram of the location of the leak. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an unspecified location of a prismaflex m100 set during prime. There was no patient involvement. No additional information is available.